Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the pressure was out of specifications (high) and the probe was plugged. The fe made adjustments to the vacuum pressure and replaced the probe to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since the repair. (B) (4).

Event description:
Customer reported the probe dripped on the ortho provue analyzer. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.